Event description:
Customer's husband called to report a hospitalization due to low blood glucose. The paramedics were called to treat a low blood glucose reading of 20 mg/dl. Customer was transported to hospital. Hospital treated customer with a manual injection. The current blood glucose reading is 102 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification. No unexpected low battery or off no power alarms noted. Unit passed displacement, rewind and basic occlusion tests. Unit was stuck in motor error alarm loop during bolus delivery. E70 alarm was confirmed in the alarm history screen. Unable to complete occlusion, prime and excessive no delivery alarm tests due to motor error alarm. Motor was tested outside of the device and it passed. Motor may have had an intermittent failure that was not detected during testing. Unit had cracked case at display window corners, cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.